Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder(lot#7105207) was selected for implant in the patient. The device was pulled from the hospital inventory and loaded. During the procedure the device deployed into a cobra head malformation. The device was removed from the patient's body and a new 10mm amplatzer septal occluder(lot#7096501) was selected, prepped and successfully deployed in the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is currently stable and discharged.